Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Right hip revision, revision of head and liner. Patient was stable but leg was longer than patient wanted. Head/liner were removed, various head/liner trail options tried, surgeon decided to go with the same head implant and different liner option. Only liner replaced (no trauma or implant failure reported).

Manufacturer narrative:
The reported event indicates that no implant failure was associated with this event. The provided implant sheets indicate that components of the exact same sizes were used to replace the explanted liner. Based on this information there is no device failure mode identified nor any indication that the subject devices contributed to the reported leg length discrepancy. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision, revision of head and liner. Patient was stable but leg was longer than patient wanted. Head/liner were removed, various head/liner trail options tried, surgeon decided to go with the same head implant and different liner option. Only liner replaced (no trauma or implant failure reported).